Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced diabetic ketoacidosis and high blood glucose. The customer blood glucose level was 411 mg/dl at the time of incident and customer's other blood glucose were 213 mg/dl to 243 mg/dl, and also had blood glucose level were 400 mg/dl, 587 mg/dl, 402 mg/dl, 468 mg/dl, 458 mg/dl, 452 mg/dl. The customer stated that they were using the auto mode feature. The insulin pump will not be returned for analysis.